Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6) , batch: 7078199. Product family: scs-lead fixation-mr, upn: m365sc43190, model: sc-4319, serial: (B)(6) , batch: 30128477. Product family: scs-ipg-r-MRI, upn: m365sc12320 , model: sc-1232, serial: (B)(6) , batch: 552972.

Event description:
It was reported that the clinical study patient was experiencing pain at the thoracic incision site located on the low back. The patient was noted to have a small pustule at the incision site, but it remains intact and there was no drainage. The patient was administered antibiotics. A computerized tomography (CT) scan of the thoracic and lumbar spine was performed. The physician reviewed the patient's CT scan and assessed that it appeared that the hardware had caused erosion of the soft tissue, a possible soft tissue infection, and while the incision was currently intact, the wound would be unlikely to heal properly. The patient underwent an explant procedure of the spinal cord stimulation system. The patient was doing well post operatively. Culture results were positive for staphylococcus lugdunensis.